Manufacturer narrative:
Event date provided is an approximation. Establishment name: (B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. MFR reference: 1221359-2022-04251 through 1221359-2022-04255.

Event description:
The customer reported five (5) false positive results with the determine hiv 1/2 ag/ab combo 25t performed on unknown dates. This MFR. Report addresses false positive 2 of 5. The consumer reported a false positive result with the determine hiv 1/2 ag/ab combo 25t test. Although requested, no additional patient information was provided.

Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot lot 177935 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 177935, test base part number 10732998 / lot 169496. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 177935 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR reference: 1221359-2022-04251 through 1221359-2022-04255.